Event description:
Consumer called stating that their sonicare power toothbrush caught fire. No injury reported.

Manufacturer narrative:
Additional toothbrush handle and accessories analyzed; no malfunctions or abnormalities found: part number: date code: description: hx9120, 170216, flexcare platinum connected (qty: 2); hx6100, 170217 2b, triton base charger (qty: 2); hx904x, 170308 32m, adaptive clean brush head (qty: 2); hx903x, 170126 33m, proresults gum health brush head (qty: 2); hx900x, 170213 21m, intercare brush head (qty: 2). The root cause of the customer's complaint could not be determined.